Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. Patient reported that infusion set cannula was bent after three hours of use. The insertion site was abdomen. The blood glucose level was 300 mg/dl, and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.